Manufacturer narrative:
The device was tested for alarms by the philips field service engineer (fse). The fse found no issues with the device, during testing. Additional information obtained by the fse indicated that the issue occurred on (B)(6) 2018 at approximately 8:21:00. Additionally, alarm logs were obtained by the fse, and submitted to philips for review. The alarm log was reviewed by a philips complaint investigator (ci) for the reported time frame. The ci found that the device had alarmed for a vent fib/tachy event at 8:20:09, and then alarmed for asystole at 8:20:57. An alarm reminder occurred approximately every three minutes, until 8:36:00, where the alarm was silenced; the alarm reminder reoccurred one minute after the silencing, and then every three minutes afterwards. The alert reminder had been set to alarm retry. This setting was on alert reminder on for only a reminder sound as a repetition; the staff was not aware of this repetition. The fse reconfigured the monitor; for red alarms, the settings have been changed so that the acoustic alarm and visual alarm will remain until it is acknowledged. The device remains at the customer site. There was no malfunction of the device; this was a configuration issue. No further investigation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that sometimes no alarms are triggered. The device was in clinical use at the time of the reported incident. According to the customer biomed, the patient died due to this error. The age, gender, height, and weight of the patient were not available at the time the reporting decision was due.